Event description:
It was reported that the patient presented after a syncopal episode causing a hip fracture due to the left ventricular (lv) lead not capturing. A device interrogation showed that the device was at end of life, the left ventricular lead (lv) exhibited failure to capture, and the right ventricular lead (rv) exhibited high capture thresholds. It was noted that the patient was in complete heart block after the initial rv testing threshold. During the procedure the device was removed, and a dual chamber pacemaker was implanted due to the patient stating that the device was too large and causing discomfort. The lv lead was capped and the rvlead was connected to the new device. The patient was in stable condition.